Event description:
It was reported by the clinical engineer that (3) tr45w reloads were used in an laparoscopically assisted vaginal hysterectomy. It was reported that the device "misfired" and bleeding was noted on the staple line. The procedure was converted to open to control the bleeding.